Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Based on statements made in supplied medical records the reported loosening is confirmed. The investigation could not draw any conclusions about the root cause of the reported device loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. The sales rep was not able to tell us exactly which component(s) were loose, so we are reporting all cemented components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.